Event description:
ICD replaced due to eri. The patient has received appropriate therapy from his device in the interim. The patient was recently seen in our ICD clinic at which time the patient's device was discovered to be near eri.